Event description:
It was reported that the patient had a syncope episode and presented in the emergency room. It was noted that the right ventricular (rv) lead exhibited noise over-sensing resulting in pacing inhibition. Additionally, high, in the range pacing impedance was also noted. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.